Event description:
It was reported that intermittent undersensing was observed during a vf episode which resulted in a return to sinus although the arrhythmia was still present. The arrhythmia was detected once more and the patient received successful therapy. Programming changes were made. The patient condition was good following the event.

Manufacturer narrative:
.